Event description:
On (B)(6) 2013, the reporter contacted lifescan due to error 2 meter display. This issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.